Event description:
It was reported that this patient was bilaterally implanted (sequentially) but has not become accustomed to using both implants and became a non-use of the left side device. It was decided to explant the left side device. There are no plans to re-implant. No device deficiency was alleged.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.